Manufacturer narrative:
Product ID: 8709, serial# (B)(4), implanted: (B)(6) 2006, product type: catheter. Product ID: 8709, serial# (B)(4), implanted: (B)(6) 2006, product type: catheter. (B)(4).

Event description:
The following information was previously report in manufacturer¿s report # 3007566237-2013-02801: [it was reported that patient had her morphine pump for 10 years and it ¿did work out well¿. The patient decided to have it removed 4 weeks ago, and the patient started to have severe diarrhea, vomiting, loss of bowel control, malaise, ¿etc.¿. The patient already went through withdrawal phase and ¿had done well with it¿. The patient lost 16 pounds quickly and went to see her gastroenterology doctor, who performed a CT over her abdomen. It showed that the surgeon left all of the ¿leads and wiring¿ from the pump and the patient was gathering quite a bit of fluid around her surgical site. The doctor was very concerned about this. Additional information was requested but was not available at the time of this report.] Additional information was received and it was confirmed by the patient that the pump removal was the patient's decision. Per the pump managing physician at the time of the pump removal, the medication in the pump was morphine (30 mg/ml at 1.440 mg/day). The device did not have any issues. The patient was very reliant on her family and they never liked that she decided to have a pump. They felt she was neurotic and did not need it. She decided to have it removed to satisfy her family and explore other options. The patient was put on oral medication. The catheter was capped in the event that she ever decided to restart infusion therapy again.